Event description:
I was diagnosed with type 1 diabetes on (B)(6) 1977. I currently use a dexcom g7, and they continually give "bad readings" and inaccurate results. The one I am currently dealing with is giving me false highs when my blood sugar is doing fine - caught because im experienced enough to know when something isn't right and confirmed with a finger prick. I followed the proper insertion procedures, including cleaning and drying the site.